Event description:
The pt had a hemovac drain placed in his right shoulder following a rotator cuff repair. When the physicians removed the drain, part of the drain broke off and a majority of the hemovac drain remained in the pt's shoulder. He required surgery to remove it and recovered without further complications.